Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several pockets failed in enhanced half-height drawer 3-1 in the auxiliary. A field service engineer (fse) remotely accessed the machine and observed a failure icon but was unable to determine the specific issue due to limited user privileges. Upon arriving on-site, the failure icon was no longer present. The fse inspected the cables and retractor bands for drawers 3-1 and 3-2 and reseated the row board cable on the drawer controller as well as on each cubie tray. The fse tested the drawer extensively and confirmed that no malfunctions were present. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, had a cubie drawer failure. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.